Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain and yellow discharge at the incision site. Cultures were negative for infection. The system was explanted to address the issue.